Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received three inappropriate shocks in primary vector due to sinus tachycardia with aberrancy or premature ventricular contraction (pvc). Technical services (ts) noted there was intermittent t wave oversensing occurring. No programming changes were made at this time. This s-ICD remains in service. Other then the inappropriate shocks, there were no adverse patient effects reported.